Event description:
CUSTOMER REPORTED EXCESSIVE SPLATTER ON THE ABS2000. THE SPLATTER APPEARED DURING PATIENT RUNS AND IS REDDISH IN COLOR.

Manufacturer narrative:
"Review of the error log showed sporadic centrifuge errors occurring over the last two months. A service visit was performed.Centrifuge shake parameters were adjusted. After the service visit, daily maintenance was performed and the QC assay was runwith acceptable results."